Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the subject experienced bilateral knee pain. It was unspecified which conservative method was used to resolve issue.